Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level around 300 (mg/dl). Reportedly, customer believes that the bg level was caused by stress due to a broken foot and inability to exercise. Customer administered insulin, consumed 800 mg of bicarbonate, and ate some fiber to treat bg level. Recommendation was made to consult with health care provider to discuss diabetes management.